Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08251.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08251. It was reported the patient experienced changes in stimulation due to a recent fall. As a result, surgical intervention was undertaken. The physician explanted and replaced both leads during the procedure after discovering damage to each lead. Stimulation was restored postoperatively thus resolving the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.